Manufacturer narrative:
The previous MDR was submitted by (former manufacturer) under manufacturer report reference# 3002808486-2019-00158. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial report, cook inc. Informs that all future submissions regarding this complaint will be handled under manufacturer report reference#. Occupation: non-healthcare professional. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2013 due to thrombocytopenia with history of deep vein thrombosis and pulmonary embolism. Patient alleges tilt, vena cava perforation, organ perforation, chronic pulmonary thromboembolism, multiple dvts, chronic occlusion of the ivc, distortion of ivc filter, perforation into artery and perforation into lumbar disc space. Patient further alleges to have experienced, abdominal cramping, lower back pain, legs go numb when sitting or standing too long, left leg and ankle swell, legs go numb when laying down to sleep, shooting chest pain."

Manufacturer narrative:
Additional information: investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. 20 devices in lot. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Medical opinion: "ivc filter is infrarenal in position. The posterior lateral strut is seen piercing the corresponding wall of ivc (11.80mm). The posterior medial filter strut is seen piercing the corresponding wall of ivc is seen. The anterior strut is seen piercing the corresponding wall of ivc (17.32mm). There is no tilt of the ivc filter. No ivc filter fracture was noted."

Manufacturer narrative:
G7: the information for follow up #1 was identified as reported under the incorrect MFR# 1820334-2019-00636 (g4: 03/14/2019 submission: 04/09/2019). As a result the information is being submitted on this follow-up #1, under the correct MFR# 1820334-2019-00637. Investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported distortion of filter, cramps, pain, numbness, and swelling are directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per abdominal CT, dated (B)(6) 2017, "chronic stenosis or occlusion of the inferior vena cava, centered at site of an inferior vena cava filter, with collateral vessels in the abdomen wall and retroperitoneum." Per chest CT, dated (B)(6) 2018, "multiple chest wall collaterals consistent with chronic occlusion of the ivc from the ivc filter." Per abdominal and pelvic CT, dated (B)(6) 2018, "ivc filter in the lower inferior vena cava, with unchanged appearance of stenosis/occlusion." Per abdominal and pelvic CT, dated (B)(6) 2018, "ivc filter is present with one leg of the filter through the wall and into the right common iliac artery. Another leg of the filter enters the l4 vertebral body with mild adjacent sclerosis. Ivc is collapsed and appears chronically stenosed or thrombosed with larger subcutaneous collateral varices."